Event description:
Boston scientific received information stating: raise in ra threshold and impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).